Event description:
Brand new unit was undergoing initial acceptance testing in the biomedical department. The unit was visually inspected and showed no signs of damage and was in new condition. The unit was filled with water and connected to an electrical safety analyzer for the initial electrical safety test. Upon powering up the unit, the electrical safety analyzer began smoking and the 20 amp electrical breaker tripped in the electrical distribution panel. The manufacturer was notified and a replacement hydrocollator was sent. It is obvious that the unit is miswired and was a serious safety hazard. The electrical safety analyzer was destroyed.====================== manufacturer response for hot pack machine, m4 hydrocollator======================tech support notified and a replacement unit was sent. No response from regulatory affairs on whether or not our safety analyzer will be repaired/replaced.